Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Whilst undoing the mi cup introducer it was found the black knob did not unscrew the cup but mearly twisted. The black knob was removed and mole grips were applied to undo the cup from introducer. After washing out the hip a role pin was discovered in the wound that had not been noticed up to that point. It was removed.

Manufacturer narrative:
Conclusion and justification status: the complaint states whilst undoing the mi cup introducer it was found the black knob did not unscrew the cup but mearly twisted. The black knob was removed and mole grips were applied to undo the cup from introducer. After washing out the hip a role pin was discovered in the wound that had not been noticed up to that point. It was removed no device was returned hence the complaint could not be confirmed. With regard to the cup sticking; in an attempt to solve the issue of the cup sticking to the adaptor the testing of prototype designs created under (B)(4) took place, and research and development report l740 was created. The testing showed that the prototype designs reduced the frequency of locking between the cup and adaptor during testing, but did not eliminate the fundamental cause of sticking. Other designs of introducers have the same issue of sticking. With regard to the pin coming out; (B)(4) was created in which the cross hole was amended to be a through hole. Pin length changed to suit cross hole. Pin h7 fit added. In february/march 2015 (B)(4) was carried out to ascertain through design review if any present risks could be reduced without introducing new ones. After the design review it was found that when the rotation knob is used as design intended then the force being used will not cause the seen failure. Based on this review there are no design improvements suggested that would definitely reduce the risks associated with these complaints without potentially increasing/adding other risks. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.